Manufacturer narrative:
(B)(4). Date sent: 4/17/2026 d4: batch #unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: did the damage occur right out of the packaging or in the operative field? -unknown was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? -tyvek could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? -broken was sterility compromised as a result of the packaging damage? -yes. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device inside of its unopened packaging was returned. During the visual inspection of the package, the tyvek of the packaging was damaged; the marked smaller damage was noted to be from the outside in, the other bigger damage was cut by instrument. The sterility was compromised. The sales unit carton was not received. The reported event is confirmed. Due to the damage found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished # pve35a, with lot/batch # a98932, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device had damaged packaging. There were no adverse consequences to the patient. No additional information could be provided.